Event description:
It was reported that the tip of the device was broken and was removed with a snare. The target lesion was located in the moderately tortuous and non-calcified intracranial artery. A 180x25cm fathom 16 guidewire was selected for use. During the procedure, it was noted that the tip of the wire broke and was retrieved with a snare. The procedure was completed successfully. There were no patient complications reported.